Manufacturer narrative:
Event date: date estimated the device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported cerebrovascular accident could not be determined. The cerebrovascular accident is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a stroke. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1-2. Roughly two weeks later, the patient returned to the hospital due to a stoke. The clip remained stable on both leaflets and mr had not increased. However, the physician was unable to determine if the implanted clip caused or contribute to the stroke. No additional information was provided.